Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting and the issue was resolved. The unit will not be returned for evaluation. In addition, the legal manufacturer reviewed the content of this complaint. The legal manufacture was unable to determined the root cause of the event as no information was provided regarding how the phenomenon was resolved. The legal manufacturer reported that it is surmised that since the unit was functioning as intended there was no issue with the unit. Furthermore, as a result of the device history review (DHR) review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Event description:
The customer reported an out of box failure and that the video display would not turn on. There was no patient involvement or injury reported.